Event description:
It was reported that after the extra catheter part was cut off, the catheter was broken by sightly pulling it. And the head nurse concerned that the residual catheter left inside the body would break off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was four segments of 4fr s/l per-q-cath catheter. No usage residues were observed. The sample segments shared complete breaks between the 53cm and 54cm, between the 57cm and 68cm and at the 61cm depth markings. Tactile inspection of the sample revealed severe tensile weakness throughout each segment. Multiple instances of material necking were observed. Microscopic inspection of the shared complete breaks revealed sharply defined granular edges. The breaks exhibited slightly elliptical cross-sections. The break characteristics were typical of damage caused by tensile stress. It appears that the catheter was pulled apart, as indicated by the event description. The effort required to cause tensile breaks in the complainant sample was comparable to that required in similar non-complainant devices, suggesting that the force used to break the catheter was greater than what the catheter was designed to withstand. Consequently, this complaint is confirmed as use-related.

Manufacturer narrative:
The information provided by bard represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rewf0691 showed no other similar product complaint(s) from these lot numbers. The manufacturer has received the sample and will be evaluated. Results are expected soon.